Manufacturer narrative:
The insulin pump had intermittent button response due to flattened dome switch on esc button. No unexpected alarms noted. The insulin pump was monitored and all operating currents tested within spec range. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed button error, weak battery and buttons were unresponsive. Customer's blood glucose was unknown. Customer's current blood glucose was 121 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.